Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not pressurized. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - updated one device was received for investigation. No physical damaged was found on the device. The device was functionally tested, and it was confirmed that the h-2 cuff did not inflate or pressurize even when the device was activated. This was due to malfunction of h-2's pressure gauge. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.